Manufacturer narrative:
Continuation of d10: product ID 977a290, serial#(B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported system was explanted per note from another rep on (B)(6) 2023. The circumstances of that rep learning about this is rep was ahead to come see this patient and another for post surgery visits. When they asked to see this patient, rep was told ¿that visit canceled because they no longer have an scs system. So they should have told you that she wasn¿t coming." Rep did not know this patient and have ever met them. Per rep, the revision did not take place. No devices were returned because it was taken out without a manufacturer person being notified. The issue was resolved by removing the system. The account confirmed that.

Manufacturer narrative:
Continuation of d10: concomitant product ID 977a290 lot# serial#(B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reported they were told the cause for the explant was patient stated it was physically painful. The cause for the lead being superficial was unknown, rep reiterated the patient just stated that it was physically painful.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6), implanted: (B)(6) 2022. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 18-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported a lead revision. Also, patient complaints of return of pain and issue is ongoing. Additional information was received from the manufacturer representative (rep). It was reported that the left cervical lead is going to be revised to be less superficial.